Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had an MRI a few months ago and put their device in MRI mode. Caller stated that since the MRI, they have had to increase their stimulation to get the same amount of relief they were getting before the MRI. Caller added that their implant battery now only lasts 32-36 hours when it used to last 48 hours. Caller noted that they know there are newer models of implants that don't need to be charged as often, and they feel like they are always charging their implant now to get it to keep working. Caller is wondering if the MRI messed up the battery or if it's just a fluke thing. The patient was redirected to their healthcare provider to further address the issue. Agent provided caller with nas number for healthcare provider office to call. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still having the same issues. They went to their doctors office to find out what was going on with their device, but no one came. The manufacturing representative (rep) was contacted, but there was no response. They were thinking of getting the device replaced to one that lasted longer. They said that the implant would sometimes last less than 36 hours and every day and a half they had to charge the implant. Sometimes they had to go without stimulation due to frequent charging and they didn't like that. They asked that the rep be contacted and they indicated they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they have never seen the patient and was not told any of the issue. They called a couple months ago to see the patient and were told to meet at a location and patient was not there. They were told by the office they would call with a follow up and they never did.